Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. See h10.

Event description:
It was reported that nexiva 22 ga x 1 in single port was defective. The following information was provided by the initial reporter: it was reported by the medical professional the nexiva catheter was defective.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that nexiva 22 ga x 1 in single port was defective. The following information was provided by the initial reporter: it was reported by the medical professional the nexiva catheter was defective.